Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the female end of the tubing during a re-infusion of a stem cell collection. There was no crack noticed prior to infusion however upon inspection a hair line crack was noted "on the plastic end of the tubing". No harm to the patient reported. Received a copy of the customer's medwatch report from the FDA which states: "during reinfusion,toward end of stem cell collection,the tubing started leaking at female leur end. Upon inspection, a hairline crack was noted in the plastic leur connection. What was the original intended procedure?hpc collection."

Manufacturer narrative:
The customer¿s report of a cracked female luer component was not confirmed. Visual inspection showed no obvious damages or any issues. Functional testing was performed; no leaks or any issues were observed. The root cause of a cracked female luer component was not identified.